Manufacturer narrative:
We checked the returned unit and confirmed that the image guide fiber bundle (cfb) was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the image guide fiber bundle (cfb). In addition, we confirmed that the segment fluid damage, the u/d knob broken, the insertion flexible tube (ift) perforated, the segment corroded, the segment crushed, the ocular deformed, the insertion flexible tube (ift) leak, the ocular dirty, the light guide cable collapse, the angulation-down angulation zero degrees, and the angulation-up angulation zero degrees; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(broken).